Event description:
It was reported that after disconnecting for a shower and reconnecting, the ilet displayed a spinning symbol in the top right corner while awaiting reconnection to the dexcom g7, and the user experienced signal loss to the ilet only; the user was advised to allow additional time for the devices to reconnect, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or additional medical care. Investigation included technical support troubleshooting and user education on reconnection behavior and wait time. Investigation of this case revealed expected reconnection behavior after temporary disconnection and environmental interference related to showering. It was concluded that the device functioned as designed with no device malfunction identified.